Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image did not appear. The event occurred during an unspecified diagnostic procedure. The intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end, light guide bundle, and light guide chipped, rigid tube was dented and light guide connector was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distal end, light guide bundle, and light guide was chipped due to a component failure of light guide bundle. Rigid tube was dented due to a component failure of rigid tube and light guide connector was damaged due to a component failure of the light guide connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.